Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was 140 mg/dl. Customer called back after the pump rest for 2 hours. Customer stated the new battery did not restore normal pump function.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. No constant tone or high pitched squeal sound noted. Unable to verify the sensor alarms due to the blank display anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. Unable to perform the functional tests due to the blank display anomaly.